Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two 360cc mentor memorygel breast implants experienced brain fog, fatigue, insomnia, pain, headaches, migraines, sensitivity to prednisone, sensitivity to bandaids, anxiety, depression, numbness, itchy skin lesion, weight gain, abdomen bloating, nausea, gastroesophageal reflux disease, sinus issues, muscle cramps, hot flashes, night sweats, teeth abscesses, eye floaters post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware of patient's date of birth is august 20, 1970. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 8, 2022, mentor became aware that patient reported this event to the FDA under mw5109932. Patient also experienced bilateral capsular contracture, tremors of the head, tremors of the neck, difficulty taking deep breaths and dizziness. This medwatch form has been updated to the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 18, 2022, mentor became aware that patient has a planned explantation on march 7, 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness and capsular contracture baker grade unknown manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 23, 2022, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).